Manufacturer narrative:
Na

Event description:
The theatre nurse reported via fax that the adaption hub of the device is misplaced and cannot be locked. Further reports that they did not have an alternative device and that they left out this size but the surgery could be finished as intended.